Event description:
Patient had surgical procedure to close the persistent fistula. Multifire endo gia was used during this procedure to transect and staple the gastro cutaneous fistula tract. Procedure went well with no complications. Three days later the patient returned in cardiac arrest. Patient taken to the or for exploratory laparotomy and it was discovered that the stomach was open, there were 3 liters gastric contents within the abdomen. The surgeon reports that there were no staples found in the abdomen when performing the surgery. There were no staples contained in the pathology specimen. It is unclear if this stapler fired as it should have during the first surgery.